Manufacturer narrative:
(B)(4). Correction: lot# is gmacbf. Device history record (DHR) review was performed and there were 2 similar complaints in 2013 regarding the gluing method of the joint of the device. The process was revised in june 2013 for the production line. There were no similar complaints after the implementation of the new gluing method. The sample was not received in the original lma packaging. The outer profile of the sample was observed to be clean. In addition, the glue at the joint where the drain tube and slot at backplate meet was insufficient. The glue applied only covered a small portion of drain tube and the edge of drain tube slot at backplate. The reported defect was confirmed visually and on-going monitoring will be in place to verify if there is a trend of similar incidents.

Event description:
The event is reported as: the anesthesiologist alleges when he tried to operate the device to obtain access to the gastric channel, the catheter split. There was no reported patient harm.

Event description:
The event is reported as: the anesthesiologist alleges when he tried to operate the device to obtain access to the gastric channel, the catheter split. There was no reported patient harm.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.